Manufacturer narrative:
H2: there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis. Correction: h6.

Event description:
It was reported that this patient was revised due to repeated dislocations subsequently to premature inlay wear captured in report number 1038671-2023-02272.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. H3 - the cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision for an unknown reason. Patient was revised to a cc inlay vitamin e, lippe, ø 32, gr. 2 (cat# 142-32-62 / serial# (B)(6)). No further information at this time.